Event description:
The stent came off the balloon. The physician retrieved the stent and determined it was safe to deploy in the vena cava. The physician then completed the procedure with a genesis stent. Additional info was received in 02/04: the physician was able to place a low profile balloon through the stent though could not recover the stent through the sheath in the femoral vein. The physician decided not to up size the sheath, so the decision was made to place the stent in the distal vena cava.